Event description:
During a right knee arthroscopy and meniscal repair it was reported that when the surgeon removed the device, both implants (t1 and t2) deployed at the same time. The surgeon used a grasper to cut and remove both implants from the patient. A back-up device was utilized and the procedure completed successfully. No patient injury or complications were reported.

Manufacturer narrative:
One ultra fast-fix curved assembly and a small portion of suture were returned for evaluation. Visual examination of the device found the needle to be bent. The depth straw had been trimmed to the surgeon¿s desired length. Trigger had been advanced and locked into the post t2 advancement position within the handle indicating that t2 was advanced for deployment. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product lot during manufacture. No root cause has been identified. No further investigation is necessary at this time. (B)(4).